Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer contacted via e-mail and stated that upon using the brush head for the first time, the head fell off the stem; there were loose pieces. No injury was reported.